Event description:
Smoking coming out of it / burning - oral-b [device catching fire] charging base blew up all the power in the house - oral-b [device electrical finding] overheated - oral-b [device temperature issue] case narrative: consumer via phone reported that their oral-b toothbrush charging base "blew up all the power in their house," overheated, smoke was coming out of it, and it was burning. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.